Manufacturer narrative:
(B)(4). The clinician reportedly cycled power and resolved the reported complaint. The unit remained in service.

Event description:
The hospital reported that, during a case, the unit had a reset error. There was no reported patient injury.